Manufacturer narrative:
The customer reported that the initial sodium results were out of range, high. The sample was repeated on a different rp500 analyzer and was found to be within the normal range. The cause of this event is unknown.

Event description:
The customer reported discrepant sodium values. There was no injury reported due to this event.